Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. Correction: section d4 gtin of the initial medwatch report indicates: (B)(4). Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.